Event description:
It was reported, that during the surgical procedure, it was noticed that the drilling went astray. No adverse consequences to the patient.

Manufacturer narrative:
Device not returned no evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued. This event created a serious injury in the past and will be reported as a malfunction.